Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a few weeks after the implant, the right ventricular lead had consistently high thresholds. The lead was explan ted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, and visual summary analysis of the lead indicated damage at implant. The analyst commented that based on the length of implant, the insulation breach, the blood ingress on the proximal conductor, and the anomalies described in the event, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant. The outer insulation breach is likely the cause for the high thresholds complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.